Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test during pre-use check. There was no patient involvement. According to the information provided by the technician, during first visit the internal leakage test and pressure transducer test failed due to defective air gas module and during second visit the internal leakage test still failed due to defective nozzle. To resolved the issues both parts have been replaced. The faulty gas module/nozzle unit may lead to stop of ventilation, low o2 or high pressure. The defective parts nor device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).